Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, the exact cause of the thrombosis at the superior mesenteric artery one day post valve implant cannot be confirmed. In addition to procedural factors (manipulation of the device), patient factors (abdominal aorta plaque, less than adequate access vessel mld, moderate calcification, moderate tortuosity) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), a 23mm sapien 3 valve was implanted via the transfemoral approach. No issues were reported during the tavr procedure. On postoperative day (pod) 1, thrombosis at the superior mesenteric artery (sma) was observed. The sma embolus caused the patient to go into shock, resulting in renal failure. As the patient recovered from the shock, the renal failure also started to recovered. Bowel ischemia was also noted due to the sma embolus. The patient was medically managed. The bowel ischemia and renal failure were reported to be ¿recovering¿. At the time of this report, the patient¿s condition is stable. The patient was been transferred to the general ward, under continued monitoring. The native annular diameter measured 22.2mm by CT with a valve area of 418mm2. Moderate valvular calcification and no aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 4.0mm with moderate calcification and moderate tortuosity reported. Per the physician, the patient had plaque on the abdominal aorta and the plaque ¿moved¿ and occluded the artery. Per medical opinion, a transapical approach may have been preferable based on the vessel diameter.